Event description:
Additional information received from a healthcare provider via a clinical study reported the event was possibly related to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6). Implanted: (B)(6) 2009. Explanted: product type catheter product ID 85 96sc lot# serial# (B)(6) implanted: (B)(6) 2013. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2009, partially explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 12-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient with an implantable pump for non-malignant pain. The pump administered the following medications: dilaudid (concentration: 25 mg, dose rate: 2.49914 mg/day), bupivacaine (concentration: 25 mg, dose rate: 2.49914 mg/day), and clonidine (concentration: 500 mcg, dose rate: 49.98283 mcg/day). It was reported that during pump implant on (B)(6) 2020 the doctor attached the pump to the catheter; however, there was no cerebrospinal fluid (csf) flow during aspiration of the catheter segment. Theproximal catheter was then cut and no csf was noted. Contrast was injected into the catheter under fluoroscopy on (B)(6) 2020 and there was no csf flow. The catheter tip and contrast flow were not optimal. The catheter tip was at t12 and the flow pattern appeared to be loculated. The decision was made to do a revision.  The device diagnosis was catheter occlusion and the clinical diagnosis was partially occluded / mal-positioned catheter.  The catheter was explanted/replaced.  The device disposition was unknown. The event was resolved without sequelae as of (B)(6) 2020. Regarding etiology, the relationship of the event to the device or therapy was not related and the relationship of the event to the implant procedure was not related.